Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient experienced ineffective stimulation from their implantable neurostimulator (ins). Specifically, the patient had pain in the ¿lumbosciatica¿ area with no improvement. The ins was then explanted and the lead was left implanted in the patient. The event was reported as ongoing with no more therapeutic actions planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.